Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made during the device check. Patient was stable.

Event description:
Additional information received revealed that non-sustained rv oversensing due to post-paced t-wave oversensing was still observed on the device. Device reprogramming was recommended as the patient was asymptomatic. It is unclear whether reprogramming was performed at the previous follow-up. Further information was requested but not received.